Event description:
Following a lead revision due to uncomfortable stimulation (see mfg# 3004209178200905878), the pt experienced loss of therapeutic effect. The pt got into an accident on the way to a reprogramming session. In the ER, device interrogation revealed, impedances greater than 40000 ohms on all electrodes except 1. The pt was going to f/u with his device-managing hcp after healing from his injury. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).